Event description:
It was reported that "the patient underwent two hip replacement surgeries, the right hip in 2005 and the left hip in seven months later. It is further reported that currently her right hip is squeaking. Patient wants to know if this is common with hip replacements."

Manufacturer narrative:
There are no additional information available at this time.